Event description:
Normal angioseal sheath deployment over angioseal wire. Normal angioseal device click into sheath. When angioseal device pulled back to engage locking cips, clips failed with device breaking free of locking clips. Locking clips and sheath disengaged from device. Device reassembled. With continued negative pressure, tamper and collagen plug advanced and black line noted. Pulsatile bleed back on releasing pressure on device continued intraarterial deployment. Device and suture with plug secured, and vascular surgery contacted.